Event description:
It was reported that the deep brain stimulation (dbs) patient experienced frequent impedance fluctuations on both leads with intermittent readings showing open circuits which then return to normal levels upon rechecking. This instability caused inadequate stimulation and the sudden worsening of parkinsons disease symptoms. The patient was wheelchair bound and unable to walk. X-ray imaging was performed and found no fractures to the hardware. It was later assessed that due to the subpectoral placement of the implantable pulse generator (ipg) there may be a broken feedthru wire in the ipg that caused the high impedances. The patient underwent a revision procedure where the ipg was replaced. The high impedances resolved. The patient was doing well post operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced frequent impedance fluctuations on both leads with intermittent readings showing open circuits which then return to normal levels upon rechecking. This instability caused inadequate stimulation and the sudden worsening of parkinson's disease symptoms. The patient was wheelchair bound and unable to walk. X-ray imaging was performed and found no fractures to the hardware. It was later assessed that due to the subpectoral placement of the implantable pulse generator (ipg) there may be a broken feedthru wire in the ipg that caused the high impedances. The patient underwent a revision procedure where the ipg was replaced. The high impedances resolved. The patient was doing well post operatively. Additional information was received providing the date of the ipg replacement.